Manufacturer narrative:
This product has been evaluated in verification testing to withstand many cycles in a hard bone analogue of 50/30 pcf without failure to greater than 20 holes; it is also possible that in this instance the bone was even harder than this test analogue and represents a small majority of patient anatomy across the spectrum of use. Based on the available information from the sales rep, the surgeon skived underneath the drill and the drill tip broke. It is suggested that the following steps are followed to alleviate drill breakage: -the surgeon should hold both the drill and the guide. -the surgeon should hold the guide flush against the patient bone. -if the surgeon skives, he/she should check the drill before continuing surgery. -the surgeon should always drill in forward. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip was broken and the unit was discarded.

Event description:
It was reported that the tip was broken and the unit was discarded.